Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that the esc button does not click like the other buttons. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer decided to wait 24 hours to see how insulin pump respond.